Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified backup audible alarm post. During the functional testing the reported issue was able to be duplicated. The main board did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board. Performed power up process, preventative maintenance and all functional tests which passed.

Manufacturer narrative:
Information was received on 28-dec-2021 indicating that there was no patient involvement in this event. Device evaluation: one smiths medical medfusion pump was returned for analysis with cracked right plunger case. During analysis, the reported issue was able to be duplicated, 'backup audible alarm post' was found at power up. It was noted that the main board did not operate as intended (blue high profile supercap present) and was the cause of the reported issue. Service replaced main board, performed power up process, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited backup audible alarm. No adverse effects were reported.